Event description:
It was reported that the patient presented remotely via merlin.net and the right atrial lead exhibited noise with auto mode switch episodes. The patient did not complain experiencing any symptoms. The patient would continue to be monitored.

Manufacturer narrative:
Final analysis found an external abrasion that breached the outer insulation at 8.7 cm to 9.1 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. This likely contributed to the reported noise.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the lead was explanted and replaced on (B)(6) 2015. No patient symptoms were reported. No additional information was available at this time